Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05840.

Event description:
It was reported patient presented with several pressure ulcers at the right/left heels and coccyx sacral areas after admission to extended convalescent facility. Patient developed uti, respiratory pneumonia over 2 days evidenced by dyspnea and hypoxia with a worsening cardiac status showing congestive heart failure while residing in extended convalescent facility. Patient was subsequently readmitted to the hospital with sirs (systemic inflammatory response syndrome) secondary to pji complicated by chf, worsening respiratory and skin infections. One week after hospital admission, patient expired due to right hip infection leading to sepsis.